Manufacturer narrative:
(B)(4). : a follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that a patient pulled electrodes off his body and the monitor did not provide an inop message or alarm. The patient expired.